Event description:
In 2002, this pt reported that batteries in vocare bladder system ecu require charging more frquently than weekly, and that pt had not observed "normal leg movement" for more than one month. The pt also reported some spinal deformity, and that pt was taking several pain medications. The ecu was returned and tested, and does not appear to have malfunctioned, and a replacement device showed similar results. Subsequent info received from a consulting urologist indicates that this pt experienced spinal dislocation of l1 and l2 and that pt vocare device is not producing voiding, probably due to nerve compression rendering the nerves unresponsive to stimulation. The pt had fixation hardware removed a considerable time before implantation of the vocare system, and the disclocation has been attributed primarily to the hardware removal. However, the laminectomy for the rhizotomy procedure that is performed in conjucntion with device implantation may have contributed to the spinal instability resulting in the dislocation. Follow up info will be provided.